Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication of damage to the pump. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 08/19/2016. The device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: the pump's black box indicated that on the date of complaint the pump was not primed following a battery installation. There was no evidence of power rebooting observed in the pump's black box data. The pump was run on a 24 hour basal program with no intermittent power/reboot occurrences or alarms. No moisture was found internally. The alleged issue could not be duplicated.